Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to duplicate the reported issue only by removing the entry guide inserted in the cannula. When that was removed the instruments displayed what seemed to display the instruments were moving in the opposite direction, but in reality, they crossed each other. With the entry guide, the fse was not able to duplicate issue. The system was verified and ready to use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported during the da vinci assisted simple extraperitoneal prostatectomy surgical procedure, the fenestrated bipolar forceps instrument was moving in the opposite direction as intended. The customer removed it for another instrument to resolve the issue. The technical service engineer (tse) attempted to review the logs but onsite was not available. The tse recommended reseating the endoscope to try and resolve the issue. The procedure was completing as planned with no reported injury.